Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the returned devices revealed that the units passed functional testing and visual inspection. Additionally, it was observed that battery (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. The high battery cycle count is an additional observation unrelated to the reported event and can be attributed to the battery reaching the end of its useful life. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections the batteries and premature power switching events due to communication errors involving (B)(6). Analysis of the log files revealed multiple controller power up events within (B)(6) 2018 and (B)(6) 2018. Momentary disconnections were recorded involving (B)(6) leading up to some of the power up events. The average time the controller was without power is 31 seconds per each loss of power. Momentary disconnections will result in an audible tone. As a result, the reported power switching, beeps and loss of power events were co nfirmed. A power source lubrication procedure was performed on (B)(6) 2019. The most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most like ly root cause of the reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and to investigate momentary disconnections. Additional products: d4: serial or lot#: (B)(6) / UDI#: (B)(4). D10: yes, return date: 12-dec-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10. H6: FDA conclusion code(s): 133. D4: serial or lot#: (B)(6) / UDI#: (B)(4). D10: yes, return date: 12-dec-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10. D4: serial or lot#: (B)(6) / UDI#: (B)(4). D10: yes, return date: 12-dec-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10. D4: serial or lot#: (B)(6) / UDI#: (B)(4). D10: yes, return date: 12-dec-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10 .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving the batteries and premature power switching events due to communication errors involving one battery. Analysis of the log files revealed multiple controller power up events within (B)(6) 2018. Momentary disconnections were recorded involving one battery leading up to some of the power up events. The average time the controller was without power is 31 seconds per each loss of power. Momentary disconnections will result in an audible tone. As a result, the reported power switching, beeps and loss of power events were confirmed. A power source lubrication procedure was performed on (B)(6) 2019. The most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. An internal investigation investigated momentary disconnections. Additional products: battery(B)(6). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, (B)(4), model #: 1650de / expiration date: 2017-01-31, mfg date: 2016-01-31 (B)(4). Heartware ventricular assist system ¿ battery, (B)(4), model #: 1650de / expiration date: 2017-01-31, mfg date: 2016-01-31 (B)(4). Heartware ventricular assist system ¿ battery, (B)(4), model #: 1650de / expiration date: 2017-01-31, mfg date: 2016-01-31 (B)(4). Heartware ventricular assist system ¿ battery, (B)(4), model #: 1650de / expiration date: 2017-02-28, mfg date: 2016-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries exhibited power switching with intermittent beeps. Batteries had previously been lubricated. The controller was also noted to have unexpected power loss. The controller and batteries will be exchanged. No patient complications have been reported as a result of this event.